Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4), the legal manufacturer, arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer 2011-(B)(6): it was reported by the customer that in transfer of client from chair (B)(4) to changing area client slipped on chair unit and sustained graze to upper arm, no treatment given at time of reported incident. (B)(4). Additional info: comment was made that the instructions didn't state that the hoist should not be used without the battery or that the brakes don't automatically lock engage when the battery is removed.